Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured between september 19, 2014 ¿ september 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor burst during infusion of flucloxacillin. This was observed while the nurse was changing the infusor. The majority of the flucloxacillin had been infused into the patient with little solution left in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.